Event description:
The customer reported an issue with their pump concerning an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer's pump, still under warranty, was replaced by cts, and they arranged for the return of the malfunctioning pump. The customer was advised on using a backup insulin pump and was informed of the necessary steps to follow upon receiving the replacement pump, which they acknowledged and understood.